Event description:
It was reported that during an unk procedure, the device burst when the surgeon was retrieving the specimen. It is unk if there was any pt consequence. No additional info is available.